Manufacturer narrative:
During use of a 5f mynxgrip for vascular closure, the balloon seemed to be ruptured. There was no patient injury. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath introducer may have contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Please note update to the UDI# in section d4. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned and section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
Cc updated due to receipt of product analysis on 7-sep-2019: during use of a 5f mynxgrip device for vascular closure (vcd), the balloon seemed to be ruptured. There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and the advancer tube remained in its manufactured position. The syringe was returned separate from the device. The procedural sheath was not returned for evaluation. No anomalies were observed. Leak testing was performed on the balloon of the returned device per mynx instructions for use (IFU). However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed through analysis of the returned device since the balloon could not be inflated for functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to issue experienced since no issues were found with the balloon during analysis. However, as the balloon could not be inflated due to dried contrast media, it could possibly be related to the viscosity of the contrast media/saline mixture used to inflate the balloon, or handling factors. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Additionally, the IFU states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 5f mynxgrip for vascular closure, the balloon seemed to be ruptured. There was no patient injury and the device will be returned for analysis.